Event description:
Healthcare professional reported a right side rupture diagnosed by ultrasound. Device has been explanted and replaced.

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
A visual analysis of the returned device identified: underweight and broken shell. A visual and microscopic analysis was performed which identified: sharp opening and broken on posterior and missing shell. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp opening and broken on posterior assessed as an unidentified (tear) opening and missing shell assessed as inconclusive.

Event description:
Healthcare professional reported a right side rupture diagnosed by ultrasound. Device has been explanted and replaced.